Event description:
It was reported that; trio connectors and screws stripped while explanting implants during revision surgery. Patient was taken to revision surgery to extend one more level. Surgeon had to remove all screws and connectors in order to extend the construct. He wanted to keep the original screws in the patient but was not able to because the connectors would not loosen. A surgical delay of 1 hour was reported.

Manufacturer narrative:
Method: device history review. Device not returned for evaluation.results: no manufacturing issues were identified during manufacturing record review.conclusion: because no device was received back for evaluation, testing and inspection could not be performed to aid in root cause analysis.

Event description:
It was reported that; trio connectors and screws stripped while explanting implants during revision surgery. Patient was taken to revision surgery to extend one more level. Surgeon had to remove all screws and connectors in order to extend the construct. He wanted to keep the original screws in the patient but was not able to because the connectors would not loosen. A surgical delay of 1 hour was reported.